Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube pilot valve was disconnected during use on a patient. The incident caused a short delay in intubation and the patient desaturated. No permanent injury was reported.